Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.

Event description:
It was reported that the customer had an issue with an unresponsive keypad on the insulin pump. Customer's blood glucose level was 131 mg/dl. Customer stated that none of the buttons are working. Customer also stated that the keypad may have pressed against her skin for more than 2 hours, but she was unsure. Insulin pump will need to be replaced. No additional information provided.